Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant alleged that during a routine shift check by a clinician, the device failed self test.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.